Manufacturer narrative:
The returned device was evaluated which included functional testing. The device did not turn on via battery power. The device was connected to ac power and the unit provided both audible and visual alarms. The battery voltage was measured and did not pass testing. The battery is unable to hold a charge. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device is having issues staying on. When powered up and in use, the device will shut down. Unable to hold a charge. No consequences or impact to patient were reported.